Manufacturer narrative:
Additional information from the field states that the physician performed another procedure and found that the distal port of the lead became unplugged from the device. The port was plugged back in and this resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
I have gone to the field for additional information and resolution. This report will updated when further information is received.

Event description:
--

Event description:
Boston scientific received information that this device was being checked for the first time since implant and the shock impedance was greater than 125 ohms in the triad vector. No other testing was performed at the time and boston scientific technical services (ts) advised for further diagnostic testing. No adverse patient effects were reported.